Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number (B)(4). The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a hole; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified concentration of pertzumab, at an unspecified rate. After an unspecified length of time, it was reported that 3-4 drops of solution leaked at a location described as approx 15cm proximal to the secure-lock male adapter of the tubing set. The tubing set was replaced and the therapy was resumed. The customer contact reported that therapy was delayed approx five minutes and 20 ml of solution was wasted due to replacing adverse patient effects. No medical interventions were reported. During visual examination at the user facility, the customer contact reported that the tubing appeared to have been "grazed." No specific details were provided. It was reported that when the nurse gently pinched the tubing, a small hole was noted in the tubing. No specific details were provided. Though requested, no add'l info was provided.